Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced unspecified symptoms of hypoglycemia and went to the hospital where they had contact with a healthcare professional (nurse) who administered a glucose injection for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.